Event description:
The manufacturer received information from a customer that a ventilator inoperative error had occurred during patient setup for a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. A philips remote service engineer (rse) assisted the customer for this issue. The customer informed the philips rse that during setup of the trilogy ev300 device, an alarm had occurred displaying a ventilation inoperative on the screen. The customer was requesting service to correct the issue, and no patient was involved when this issue occurred on the device. The trilogy ev300 device was evaluated by a philips engineer. The device evaluation found an error code, machine flow drift high (e-0155), was observed on the device's error log. The philips service engineer (se) further evaluated and determined the machine flow sensor had caused this issue to occur on the device. The philips se observed another error code, pressure sensor mismatch (e-0384), on the device's error log. The philips se further evaluated the device and determined the system printed circuit assembly and three-way (3-way) solenoid valve had caused this error code to occur on the device. In conclusion, the machine flow sensor was replaced to address the machine flow drift issue and the system pca and 3-way solenoid valve were replaced to address the pressure sensor mismatch issue for this device. After replacing the parts on the device, the philips se performed all verification test, and it passed on the device.